Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing defect was not identified. Based on the information received, a definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a (B)(6) year old patient expired after receiving a 25mm 3000tfx valve approximately three years ago. The patient was hospitalized with respiratory distress, heart failure exacerbation, cardiogenic shock and hypotension. Patient had a prior history of severe ischemic cardiomyopathy with baseline ejection fraction of 30-35%. Dobutamine was initiated. It was reported that the patient had moderate aortic insufficiency diagnosed approximately one year and three months prior to this event. Family decided for terminal extubation; the subject passed away.